Event description:
After 8+ months of implantation, this pacemaker was explanted because of an infection.

Manufacturer narrative:
Method: other - since the device was not returned, the production history and sterilization records were reviewed. Results: other - the records showed that the device was manufactured, sterilized, and released according to applicable standard operating procedures. Please see the attached analysis for complete details.